Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 5mg/ml, bupivacaine 20mg/ml, and clonidine 50mcg/ml via an implantable pump. It was reported that the patient had return of pain. No falls or accidents reported. A dye study showed pooling at the anchor and not going to catheter tip. The hcp did side port and pump appeared to pole at the anchor; decided to revise entire catheter and put new pump in; old spinal segment remains. They added new pump since she would need to replaced due to elective replacement indicator (eri) in a year. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.